Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and dislodged cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka). The patient's blood glucose level was about 500mg/dl. The pod was worn on the hip/buttocks and was noted that the cannula had dislodged from the infusion site. Symptoms reported include hyperglycemia and diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids. Device was discarded.